Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a cracked/damaged housing, the locking mechanism did not function, and had component damage. It was further determined that the device failed pre-test for leakage test using bubble emission technique, function of the mode lever and mode switch locking function with handpiece. Therefore, the reported condition was confirmed. A review of the device history records was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. Concomitant med products: battery handpiece device reporter¿s phone number was not available. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the lid device while being used with a battery handpiece device locking mechanism was faulty and opened in the lock position. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.